Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to lack of pain relief. The patients coverage was good, but the patient was not responding to the therapy. All explanted devices were disposed by the medical facility. The patient was recovering as expected postoperatively.

Manufacturer narrative:
Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141117. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7145565. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: 34905918. UDI: (B)(4). The device was not returned for analysis, so a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states that system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). The labeling review also states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure is a known risks with the use of spinal cord stimulation (scs). Based on the available information, including the absence of the device for evaluation, the results of the device history record review and the labeling review, there is no objective evidence to identify a definitive root cause for the planned explant of the scs system due to lack of pain relief, despite reported adequate coverage. Although system related issues that may result in ineffective pain control and persistent pain at the ipg or lead site are recognized and documented risks associated with scs systems, the specific circumstances contributing to the patients lack of therapeutic response in this case cannot be determined. Therefore, this investigation is assigned a conclusion code of cause not established.